Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient while in the hospital during an in-patient check. The left ventricular lead had pulled back to the pocket area. No intervention was performed. The patient was stable and will continue to be monitored.